Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated their rep said it may have been from the charging every other day. Cause not determined. Patient changed program and has a charging schedule now. Issue not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant site was getting very hot and it caused bruising and redness. Patient stated they were trying to discuss the issue with their healthcare provider and their medtronic representative for the years that they had it in with no success. Pt stated they had originally notified their rep first shortly after implant, but they were not sure who was notified first. Pt mentioned they are in contact currently with a new rep. Patient stated that the ins battery was getting so hot that they thought maybe it was showing redness and when they looked at the implant site there was bruising all over, but there had been no trauma to create bruising. Pt clarified that the battery will get hot at any time and not just when they are attempting to recharge the implanted device and patient stated it started a short period of time after the implant was implanted. The caller was redirected to patient service advised patient to follow up with their managing health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that was feeling warmth around the ins. It was reported that the patient sits most of the day and in the mid-afternoon, they feel a hot sensation deeper around the battery. The patient indicated that skin above the sensation does not feel hot to the touch. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not sure what circumstances led to the issue. The patient sits in the same place daily and knits. The patient found that I they notice the heat gathering, they get up for a while and that has worked. The patient said the issue was resolved and just being awake helps. No further complications were reported.